Event description:
It was reported that an alert was observed, which indicated that therapy was aborted due to possible output circuit damage. The device was explanted. The physician opted to keep the lead active, as no issues were observed during the high voltage lead integrity check (hvlic).